Event description:
It was reported that a physician attempted arteriotomy closure of a heavily calcified right common femoral artery (rcfa) after a valvuloplasty procedure. Reportedly, a cuff miss occurred, the device was removed and replaced with another proglide with also a cuff miss occurring. A third proglide was attempted with the same results. Hemostasis was achieved using a non-abbott device. The patient did not experience any adverse effect. The access site was also heavily calcified. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that both needle barbs were damaged, suggesting that both cuffs successfully captured the needles during needle deployment but became detached while retracting the needle plunger to retrieve the suture. Cuff-to-needle tip detachment directly resulted in a failure to retrieve the suture which could appear very similar to the reported cuff miss. It was also detected that the posterior needle tip was caught in the posterior foot pocket. The posterior needle shank was inspected and there was excessive loctite present, preventing the push mandrel from traveling completely to the distal end to eject the posterior needle tip and cuff out of the posterior foot pocket (incomplete blow-through). When the plunger was removed from the device, the link was held on one end by the posterior cuff and it partially remained in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in both cuffs detaching from the needles as observed. During lab testing and after the loctite was removed, the plunger was re-inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on our investigation, the probable cause for the incomplete blow-through that subsequently resulted in both cuffs detaching from the needle tips is related to the manufacturing/inspection process. A review of the device history record did not reveal any non-conforming material records (ncmrs) associated with this lot. A query of the complaint database for this lot based on investigation findings revealed no other incidents that exhibited an incomplete blow-through.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide devices are being filed under separate medwatch report numbers.